Manufacturer narrative:
1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had to recharge the ipg more frequently. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy has been restored.

Event description:
Additional information received: patient weight.